Event description:
Screws backed out of the proximal humerus plate; two weeks post operatively, two locking screws disengaged from the plate causing loss of reduction. The surgeon felt the screws were securing the plate and does not plan to revise. Patient received shoulder immobilization and protected range of motion until fracture heals. This is one of two reports for this issue.

Manufacturer narrative:
Synthes is unable to determine manufacture date without a lot number. Additional information was requested, however, info was not provided on returned questionnaire. The investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.